Event description:
It was reported that the device reached elective replacement indicator (eri) prematurely and exhibited unexpected longevity. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant: product ID 419588 implantable pacing lead implanted: (B)(6) 2011 product ID 694775 implantable tachy lead implanted: (B)(6) 2011. (B)(4).